Event description:
It was reported that patients battery pocket incision was having issues on healing. It was noted that the patient is a smoker which contributed to healing delays. The patients incision was cleaned out and re-closed. The patients spinal cord stimulation (scs) device remains implanted and in use. The patient was reportedly doing well after the procedure. During postoperative follow up, it was found out that the ipg wound is not healing again after it was just revised.